Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the reporter contacted lifescan (lfs) USA alleging that her son¿s onetouch ultra2 meter read inaccurately high compared to his feelings and/or normal readings. The complaint was classified based on customer care advocate (cca) documentation, as well as the initial call recording which the medical surveillance specialist (mss) listened to. The patient reported that the alleged inaccuracy issue occurred on an unknown date sometime during (B)(6) 2014. At this time the reporter stated that they obtained a blood glucose result of ¿over 600mg/dl¿ on the subject meter. The reporter stated that her son was ¿lethargic¿, ¿fainted¿, and ¿almost died¿ shortly after obtaining this result on the subject meter. In response to these symptoms, the reporter treated her son with ¿6 units¿ of novolog insulin and called the emergency medical services (ems). When they arrived they measured the patient¿s blood glucose on their (unknown) meter and the reporter stated "it was not even registering as a 10mg/dl¿. In response to this, the ems immediately gave the patient IV glucose and the patient was taken to a children¿s hospital. The patient was hospitalized for ¿days¿ and was monitored in an intensive care unit until his condition stabilized and he was able to be released sometime during "(B)(6) 2014". At the time of troubleshooting, the cca noted that the correct unit of measure was set on the subject meter, the test strips being used were in date and the reporter could not walk through a control solution test at this time. The reporter¿s products were requested for evaluation and replacement products were sent out. This complaint is being reported because the reporter claims that her son obtained an inaccurately high reading on the subject meter which led to him suffering symptoms which are suggestive of serious injury after the alleged meter issue began. In addition, the patient was hospitalized and received treatment from healthcare professionals for these serious symptoms.

Manufacturer narrative:
The patient¿s meter has been returned on 4/13/2015 and evaluated by lifescan product analysis on 4/14/2015 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. A DHR (device history record) was completed on 04/13/2015 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.